Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an intermittent keypad response. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The previously reported evaluation method has been replace. The evaluation result, which was previously reported, has been replaced. The previously reported evaluation conclusion has been replaced. The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported intermittent keypad response was not verified. Each key was tested and functioned as expected. The keypad was delaminated and inspected underneath a microscope; no abnormality which could cause or contribute to a malfunction was found. No correction is required in relation to the reported symptom, however a new keypad will be installed due to the destructive nature of the microscopic inspection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.